Manufacturer narrative:
(B)(6). A sample was not returned for evaluation. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 6159973. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the safety mechanism of a bd autoshield¿ duo 0.30 mm (30g) x 5 mm safety pen needle failed to lock out after use. Additionally, it is unclear if the patient properly engaged the device. There were no reports of serious injury or medical intervention.